Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient reportedly hit their machine dropping the connection set. The connection set was then used for therapy resulting in peritonitis. The patient was hospitalized for the event. Treatment information was not reported. The patient recovered from the peritonitis and was discharged from the hospital. No additional information is available at this time.